Event description:
It was reported that during a prostate procedure the doctor and nursing team noted that "the fiber end firing which they believed was due to excessive bleeding in prostate when a cyst within the prostate burst." The fiber was replaced and the procedure was partially completed however ¿the physician converted to turp to control large vessels within the prostate fossa as a result of the cyst." "Patient had no adverse outcome from this event" reported.

Manufacturer narrative:
(B)(4).